Event description:
Over the weekend dr. (B)(6) had an issue with a cerenovus cerepak coil. He was coiling and attempted to detach the coil using the company's recommended 2-hand, manual technique, the coil did not detach. The tether lengthened appropriately, but the coil did not detach. He tried several times to detach the coil with no success. The coil never detached. He was forced to bring a balloon across the acomm artery and inflate it, remove the coil, deploy a microvention hydrosoft coil, and deflate the balloon. The microvention cois was deployed successfully. This was a very difficult case where detachment was of extreme importance. Dr. (B)(6) reported his concerns to the company as a safety issue. There was no harm to the patient however the length of the procedure was extended considerably. Manufacturer response for cerenovus cerepak coil, cerenovus cerepak coil (per site reporter). "12.23 per (B)(4): "to update you, I spoke with dr. (B)(6) this morning and we will be returning the cerenovus cerepak consignment. I have requested an rga and fedex return labels from cerenovus to facilitate the return."

Event description:
Over the weekend dr. [Redacted] had an issue with a cerenovus cerepak coil. He was coiling and attempted to detach the coil using the company's recommended 2-hand, manual technique, the coil did not detach. The tether lengthened appropriately, but the coil did not detach. He tried several times to detach the coil with no success. The coil never detached. He was forced to bring a balloon across the acomm artery and inflate it, remove the coil, deploy a microvention hydrosoft coil, and deflate the balloon. The microvention cois was deployed successfully. This was a very difficult case where detachment was of extreme importance. Dr. [Redacted] reported his concerns to the company as a safety issue. There was no harm to the patient however the length of the procedure was extended considerably. Manufacturer response for cerenovus cerepak coil, cerenovus cerepak coil (per site reporter) "[redacted] per [redacted]: "to update you, I spoke with dr. [Redacted] this morning and we will be returning the cerenovus cerepak consignment. I have requested an rga and fedex return labels from cerenovus to facilitate the return."